Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced needle guard stuck on infusion set event on (B)(6) 2024 after 3 hours of insertion. Insertion site was abdomen. Customer regularly rotate site location. The blood glucose level was high. Therefore, patient was treated with correction via IV bolus.customer confirmed the introducer needle was ahead of the cannula prior to insertion no further information available.